Event description:
It was reported that patient underwent transplant, due to heart and kidney.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system, serial number (B)(6), reported or identified through this evaluation. Whether the patient¿s outcome was device or therapy related was not provided. The pump was reportedly explanted, but it was unknown if the device would be returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported event and product return; however, no additional information has been provided by the account, and the pump was not returned for evaluation. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿ lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.